Event description:
Customer called to report that she does not think her pod was working properly. Her blood glucose levels were elevated and ranged between 262-440 mg/dl. Customer stated that she was wearing the pod on her abdomen and she saw blood around the site, but not in the cannula. Customer stated the cannula was bent. Customer was able to activate a new pod. No further issues were identified.

Manufacturer narrative:
The product has not been returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.